Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 61 consistent with an external flash write error, the alert was verified in device history, and a restart was performed per instructions; after restart, the alert recurred and the device was replaced, with the patient advised to use backup therapy and continue dexcom cgm as normal until the replacement arrived. Symptoms included no reported adverse physiological effects. Outcomes included device replacement and temporary interruption of pump therapy mitigated by backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.